Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was implanted in 2020 with an ins and lead. Over the course of two years, the system began to encounter numerous issues with high impedance to the point where the lead was no longer usable. In 2022, a revision was performed and the lead was replaced. Initially, the patient had no problems but over time, the electrodes began to show very high impedance. As of 10-jan-2025, only three electrodes were usable. It was noted that the patient did not engage in any activities that could explain the integrity issues with the system. It was not possible to understand why the impedance was now high. It was noted that x-ray was already done and nothing was observed. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: g2. Foreign: fr medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and a manufacturer representative (rep). It was reported that the cause of the high impedance was a "dog system security". The further actions planned to be taken included a change for another manufacturer's device. Three session reports were provided from 2022, 2023, and 2024 which showed good impedance values in 2022, but high and out of range impedance values of 40,000 on contacts in 2023 and 2024. The hcp will change the system with another manufacturer's system because "two changes is too much for him for the same patient" (it was understood that this was referencing the prior event of high impedance and lead replacement and the upcoming revision). The hcp thinks it is due to a dog system security. The hcp reported that they were going to start with the idea of changing everything to another manufacturer. The hcp reported that an idea they had was to know if the patient's dog had an electric collar or if her house was fenced off with electric wires as they do to prevent dogs from going out; they questioned that they don't know if it could interfere. From the provided session reports it was noted that impedances were out of range with status of do not use and avoid. It was also noted that "the battery of the device is discharged at the point that therapy is unavailable since the last session" and "below current device programmed (oor)".

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# unknown product type lead correction: the other product ID: neu_unknown_lead, serial/lot #: unknown, has also been updated to product ID 977a260 serial# unknown product type lead, but it was identified that this lead impedance issue and revision in 2022 was already reported in regulatory report number 3004209178-2022-04446. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the ins and lead were sent to medtronic.

Manufacturer narrative:
H2. Correction: upon further review, it was determined that the lead was product ID 977a275, not 977a260 as previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# unknown, explanted: (B)(6) 2025, product type lead. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the devices were replaced on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the system will be replaced by another manufacturer's system on (B)(6) 2025. The nurse and healthcare provider (hcp) were asked to keep the devices for analysis.

Manufacturer narrative:
H3 + h6: the implantable neurostimulator (ins), model 97715, s/n (B)(6), was returned and subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neuros timulator (ins) passed functional testing. (Fdr code = c19, fdm = b01) d10: correction; the lead was initially reported to be a 977a260 length model, however the lead that was returned along with the implant was a length 977a275 model lead. H3 + h6: the returned lead, model 977a275, serial number unknown, was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis found all conductors except #0 and #3 were broken at the distal end. (Fdr code = c070603, fdm = b01, fdc = d15, img = g0202501) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
See h11.